Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Litigation papers allege patient suffered from right hip pain, weakness, swelling and difficulty standing or walking for long periods, hypothyroidism and cardiomyopathy and high levels of chromium and cobalt. Elevated metal ion levels along with her other symptoms, necessitated revision surgery. During revision surgery a huge amount of yellow and slightly turbid fluid was found in the hip joint. There was some black soft tissue staining inferiorly on the muscles, the trunnion showed some blackening and wear on the part that had previously been inside the femoral head and there was also blackening of the stem distal to where the junction used to be. There was hypertrophic synovium over the entire trochanteric bursa area. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to pain.